Event description:
The implant was failed due to pt oral hygiene. The implant was placed at #25. Traditional 2 stage. Moderate bone condition. Bone grafting material used.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.